Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that her meter would not power on. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The last time the pt tried to test on her meter was one day ago at 4:00 pm. She felt dizzy, had a headache and experienced blurred vision at the time of testing. She tried to test on the meter and the meter would not power on. She visited a medical professional and was treated with "r" insulin. The batteries were replaced less than a year ago and the battery contacts were in good condition. The batteries were correctly installed and the pt was using the correct vial of test strips. The meter is not a new product (out of box) and the meter did not power on by pressing the power button. Customer care agent (cca) was unable to resolve the issue and sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, the reading prior to the incident and the reading on the dr's meter. The complaint is being reported as an adverse event since the user was unable to use her meter and subsequently experienced symptoms of hyperglycemia. She then sought medical attention and received treatment for hyperglycemia.